Manufacturer narrative:
Device evaluated by MFR: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device confirmed the flush luer was damaged by the stopcock. Evaluation of the sheath revealed successful engagement of the deflection mechanism, as the device was able to achieve and maintain deflection. Microscopic imaging showed the condition of the flush luer and hemostatic valves. Based on the imaging, the hemostatic valves did not sustain any damage, indicating that the cause of the aspirated air was due to a torn flush luer. The reported event was confirmed via analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear (lot # cl14081) was selected for use. Saline pressure bag was used for the irrigation of the faradrive sheath with a flow rate of 150ml per second. The sheath was prepared without issue. When the sheath (lot # cl14081) was inserted into the patient, several amounts of air bubbles were aspirated. A pin hole sized crack was noticed in the flush port. No air was noted in the patient. Another faradrive sheath (lot # cl13552) was taken. Upon initial inspection, the side port was noted to have been split open. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No patient complications were reported. The device was returned for analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear (lot # cl14081) was selected for use. Saline pressure bag was used for the irrigation of the faradrive sheath with a flow rate of 150ml per second. The sheath was prepared without issue. When the sheath (lot # cl14081) was inserted into the patient, several amounts of air bubbles were aspirated. A pin hole sized crack was noticed in the flush port. No air was noted in the patient. Another faradrive sheath (lot # cl13552) was taken. Upon initial inspection, the side port was noted to have been split open. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.